Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's partner emailed to report that the insulin pump alarmed motor error. The customer stated that they were dissatisfied with the insulin pump. The customer's blood glucose reading was unknown, but the customer reported that she had to be taken to the hospital by ambulance while at work due to the device not working. The customer stated that she lost her job due to the incident at work. Nothing was replaced or returned. No further details were provided.